Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient said that the therapy was working real good at first, however a couple of nights ago, patient started going every hour. Patient said doesn't understand how to use external components and would prefer to receive instructions in person instead of over the phone. Patient said that her daughter received instructions however she isn't available, and they had a difference of opinion on how to use the communicator. Patient advised to call back for troubleshooting with daughter on the line; verbal instructions were given. Patient has hcp appointment (B)(6) 2020. No further complications were reported or are anticipated.